Event description:
It was reported that the patient presented in clinic for a device check post implant. The patient experienced phrenic nerve stimulation the day after implant procedure. Upon interrogation, the atrial lead exhibited loss of sensing and capture. Chest x-ray revealed dislodgement. Multiple attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.